Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. No damage in the keypad assembly was noted and no unlocked keypad connector was found during visual inspection. The device passed functional testing; however, received motor error alarm during occlusion test due to faulty gold force sensor resistor. The motor passed the motor test. The insulin pump was also received with a cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer called and reported the insulin pump buttons were sticking and motor error alarms had been received on the device. Customer's blood glucose was over 230 mg/dl. No significant events leading to the keypad issues were recalled. The customer declined to troubleshoot for the motor error. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the device for analysis.